Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the electrodes of the lifevest equipment. The area was described as itchy blisters and welts. There was no alleged device malfunction contributing to the irritation. The patient¿s physician suggested benadryl for the skin irritation. Outcome of the irritation is unknown.